Event description:
This case, reported by a consumer, who contacted the company with a product complaint, concerns a (B)(6) year-old male of unknown origin. The patient's medical history and concomitant medications were not provided. The patient began taking humalog (insulin lispro injection (rdna origin)) 30 units (start date and indication for use not provided). On an unspecified date after starting humalog, he began using glasses for reading the newspaper. The patient began using the humapen memoir sample in approximately 2008. Recent to the report date of (B)(6) 2009, he took off the cap and it was wet inside. He looked at the cartridge and saw cracked glass. He tried to put in a second cartridge and it chipped. He noticed that the display was blinking and he could not reset it. He saw blinking dashes in the display. As of the initial report date of (B)(6) 2009, he continued to wear glasses to read the paper. Treatment not provided. On (B)(6) 2009, the humapen memoir was received by quality. The investigation found that the device displayed missing dose segments in the one and tens place (pc 898543 and lot 0708c02). The humalog status was not provided. The patient operated the device. It was unknown if the patient was trained. He had used the reported device for approximately one year. The device was returned on (B)(6) 2009 and investigation is in progress. The use of the humapen memoir was not continued. Update (B)(6) 2009, this case was determined to be non valid as there is no adverse event. Update (B)(6) 2009: additional information was received on (B)(6) 2009 from the global product complaint system and upgraded to a valid state at that time. Updated the device to suspect status and device fields for the identified cirm status. Updated the narrative accordingly. Upon internal review added the non-serious event of using glasses. Update (B)(6) 2009: additional information received via follow-up/pc action item. Added device specific safety summary.

Manufacturer narrative:
Investigation in progress. Note: this report includes final evaluation findings. No additional information is expected. Evaluation summary: a user reported "I saw it (pen) wet inside, and saw cracked glass". The user noticed that display blinking and the device would not reset. The actual complaint device was returned to the manufacturer for investigation ((B)(4) manufactured august 2007). The investigation found glass shards and liquid ingress within the device causing missing dose number segments. The directions for use prohibit continued use. The user is typically aware of this malfunction. Malfunction confirmed. There is no evidence of improper use or storage.